Event description:
It was reported that a pt underwent an atrial repair procedure on (B)(6) 2010 and suture was used to sew the pericardium. During the procedure, the needle point broke and dropped into the pt. The surgeon found the piece but was not able to retrieve it. After the procedure, an x-ray was done and the surgeon saw the broken piece. As of (B)(6) 2010, the needle piece had migrated to the lung, the pt's oxygen saturation is lower and the pt is still in the ccu.

Manufacturer narrative:
(B)(4) - low oxygen saturation. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.